Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
A tavr balloon caused a dissection in common iliac and femoral artery when it was removed from tavr sheath. Manta was deployed successfully. Cardiologist intervened, placed a stent over iliac and pta common femoral artery. Vascular surgeon concluded that a cut-down was needed to repair artery. Additional information on (B)(6) 2022: the physician reported that the manta was not responsible for the vessel dissection. A 9mmx49mm covered stent was placed. The manta was explanted during surgical cut-down.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. During the initial procedure, the tavr balloon caused a dissection in the common femoral and iliac artery while being removed from the tavr sheath. The manta closure device was deployed successfully. Following deployment, the cardiologist placed a stent over the common femoral and iliac artery to address the dissection. However, the vascular surgeon indicated a surgical cut down was required to repair the artery. During the surgical cut down the manta was explanted. There is believed to be no device issue, the manta closure device was deployed successfully. The physician remarked manta was not responsible for the dissection. Dissections are a common event in large bore procedures and in this incident has been identified to have occurred prior to deployment of the manta closure device.